Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic after receiving a vibratory alert, episodes of non-sustained rv oversensing due to post-paced t-wave oversensing was observed. Programming changes were recommended.